Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that high capture threshold and high, out range, lead impedance was observed on the right ventricular channel. Lead dislodgement and inappropriate shock was also reported. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
(B)(4)

Event description:
New information states that neither lead dislodgement nor inappropriate shocks were observed.